Event description:
It was reported that when fluoroing the 9800 system went from cine into subtraction and then the image went to black. It was also noted that over the last few weeks, the system would intermittently lockup. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced and fluoro function board, mainframe power supply and the interconnect cable. Completed adjustment of power supply. The system was tested and found to be working as intended and placed back into service.